Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, a high number of short interval counts (sic), and no pacing in the ventricle with non capture at 5v. An apparent fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).